Event description:
It was reported that the Sensor broke during the removal procedure. The sensor had been implanted in the upper arm, and during extraction it broke into two pieces. According to the healthcare professional, the sensor appeared to be adhered to tough surrounding tissue, which may have contributed to the breakage. The first portion of the sensor was removed using the clamp provided in the clinic kit, and approximately three minutes later the second portion was successfully extracted. The entire removal procedure took about 20 minutes. All sensor fragments were retrieved. The user was contacted following the event, reported feeling fine, required no medical treatment, and subsequently had a new sensor inserted in the opposite arm. Records indicate the user continues to use the system with current information.

Manufacturer narrative:
The Manufacturer is performing an investigation and will submit a follow up report with the details.